Manufacturer narrative:
Follow-up # 2 ¿ (11/13/2014). The patient¿s test strips have been returned on 10/27/2014 and evaluated by lifescan product analysis on 10/28/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 10/23/2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter will not start the test when she applied the sample onto the test strips. This complaint was classified based on the customer care advocate (cca) documentation. The issue began on (B)(6) 2014. The patient reportedly will go through 11 test strips before she is able to obtain a blood glucose reading on the subject meter. She reportedly was unable to manage her blood glucose accordingly due to the reported issue. She was subsequently able to obtain a blood glucose reading of ¿70 mg/dl¿ on the subject meter on one occasion. At the time of concern, the patient had symptoms of ¿dizzy, weakness, light headedness, and shaking hands. She was able to administer self treatment with food at the time of concern and felt better soon after. The reported issue was not resolved with training. The lfs products were replaced and requested back for investigation. This complaint is being reported because the patient had symptoms suggestive of hypoglycemia after she was unable to test her blood glucose with the subject meter.

Manufacturer narrative:
Follow-up # 1 ¿ (10/16/2014), the patient¿s meter has been returned on 9/30/2014 and evaluated by lifescan product analysis on 10/7/2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.